Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case, the acuson sc2000 system shutdown during an ice exam with a acunav probe. Another system was used to complete the exam. There was no injury.

Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that upon investigation of logs received, an error showed that the issue was due to a faulty catheter or connection between the catheter and swiftlink. The issue has not reoccurred. No hardware was replaced or returned for further investigation. Reference# (B)(4).